Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21861, related manufacturer reference number: 1627487-2020-21862, related manufacturer reference number: 1627487-2020-21865. It was reported that the patient is scheduled to have their spinal cord stimulator system explanted. The reason for explant is unknown and the patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient had their spincal cord stimulator system removed at an unknown date. Patient is stable.